Event description:
According to the reporter, during laparoscopic gastrectomy, on the start of the operation the pencil was inserted to a non-(B)(6) generator and connection was loose and disconnected, the pencil came out of the generator. There was no problem when the pencil was inserted to a (B)(6) generator. There was no patient injury. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".